Event description:
It was observed that during the device evaluation, the system center exhibited e226 (endoscope communication failure), deformation of contacts inside the video connector, foreign matter in the form of fibers. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.